Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter was broken. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, when attempting to connect to the IV route, the hcp found that the connection site was damaged/broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter was broken. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's verbatim report, when attempting to connect to the IV route, the hcp found that the connection site was damaged/broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received a insyte autoguard bc pro global wing bl 22ga x 1.0in a catheter adapter. Additionally, five photos were provided. Through the microscopic analysis damage was observed at the end of the adapter. There was no loose material noted within the adapter. To further investigate any connection issues, a male luer-lock syringe was attached to the device and the device was flushed to see if any occlusion or leakage may occur due to the adapter damage. No issue was discovered during flushing of the device and the adapter connected and flushed successfully. Although the syringe connected as intended, the damage detected confirms the report. During manufacturing, the adapter is loaded onto the grip assembly where an incorrect equipment setting may cause damage to the adapter or catheter tubing, which may also cause leaks. Set-up work instruction and 100% vision system is in place to mitigate the occurrence of this type of defect. Another possibility is that this damage may have occurred during tightening of the mating luer device. If not tightened properly, or misused, this may cause damage to the threads or the adapter. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h10.